Event description:
Physician used an rfs stylet during patient treatment. IFU was followed. Proper temperature was reached during the procedure. Transducer compression tumescent infiltration were utilized during the procedure. The vein above the popliteal fascia of the left leg was treated. The impedance did not go above 400 during the procedure and treatment time was 4 minutes at 85 degrees. 1 segment was treated, and the vein is reported to have closed. Immediately post procedure it is reported the patient has a foot drop and numb leg due to injury of the perineal nerve. No additional treatment was required. No further injury reported. Foot drop is persisting as of 2-2.5 weeks post procedure. The patient was referred for an MRI of the left knee due to suspected common peroneal nerve palsy (cpn) and hematoma 3 days post varicose vein ablation procedure. Pre <(>&<)> post contrast scans were performed and correlated with ultrasound performed 1-day post procedure. Findings from the MRI report conclude that corresponding to the ultrasound nodule there is a hypointense nodule, associated with the serpiginous varicose tributary, thought to be a possible thrombosed varicosity. Post contrast there is rim enhancement only. The sciatic nerve is immediately superficial to this nodule. There is increased signal and thickening of the common peroneal nerve from its bifurcation to just proximal to the fibular head, suggestive of neuritis/neuropathy. There is superficial subcutaneous oedema over the posterior and medial aspect of the knee and the upper part of the lower leg. There is an inferior articular surface flap tear involving the body pf the lateral meniscus, which may be chronic. There is chondral thinning in the lateral compartment. The fibular collateral ligament and the posterolateral capsular ligaments are intact. The medial meniscus is intact. Mcl is intact. Acl and pcl are intact. There is patellofemoral joint osteoarthritis. There is tendinosis of the distal quadriceps insertions as well as the distal and proximal patellar ligament insertion. There is mild suprapatellar pouch effusion. The report recommends that follow-up imaging is recommended in approximately 2-3 months or sooner if clinically indicated.

Manufacturer narrative:
Additional information: no change in patient condition 8 months post procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.